Event description:
It has been reported patient underwent a procedure of the reintegration of the biceps tendon on an unknown date. During the procedure, the 5.5 mm anchor with maxbraid ndls fractured twice. The fractured pieces remain in the patient resulting in patient injury.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Evaluation of device found evidence that device fractured due to excessive torque used in the seating of the product. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "intraoperative fracture of devices can occur if excessive force (torque) is applied while seating."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and polymeric aspects of the surgical implants." Number 6 states, "correct handling of implants is extremely important. Do not modify implants. Do not notch or bend implants. Notches or scratches put in the implant during the course of surgery may contribute to breakage. Intraoperative fracture of devices can occur if excessive force (torque) is applied while seating."